Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: one photo was taken by the customer that verified the issue of ballooning found on the tubing. One sample was returned for investigation. Tubing was successfully primed. An infusion run was conducted at a rate of 125 ml/hr for 1 hour using pump (B)(4), and pump module (B)(4). Run was completed without any issues. No ballooning was found when opening up pump chamber. The customer complaint of an occlusion in the IV tubing and ballooning was found on the tubing could not be replicated. A device history record review for model 2426-0007 lot number 20086714, was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of bulge/ balloon in silicone segment / pump segment with lot #20086714, regarding item #2426-0007 a root cause could not be determined because the failure was unable to be replicated. H3 other text : see h.10.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced tubing expansion/ballooning/bulging. The following information was provided by the initial reporter: material #: 2426-0007, batch/ lot #: 20086714. I just want to report out about one of the IV tubing l#338336 , item#2426-0007 with lot#(10)20086714, bubbled up as shown on the image below in infusion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced tubing expansion/ballooning/bulging. The following information was provided by the initial reporter: material #: 2426-0007, batch/ lot #: 20086714. I just want to report out about one of the IV tubing l#338336 / item#2426-0007 with lot#(10)20086714 bubbled up as shown on the image below in infusion.